Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lip got pinched [lip injury]. Cheek got pinched [mouth injury]. Brush suddenly became loose from the attachment piece while brushing, brush head started wiggling after a few weeks / took out a new brush and this one flew off / broken brush [device breakage]. Brush head started wiggling after a few weeks and lip/cheek got pinched in between [injury associated with device]. Case description: a consumer of unspecified age and gender reported that months ago, the brush of the oral-b brushhead, version unknown suddenly came loose from the attachment piece while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer explained that he or she then took out a new one, which then started wiggling after a few weeks and his or her lip/cheek got pinched in between. Again, the consumer took out a new brush and that one flew off last week. The consumer stated that he or she did not brush too hard and this had also never happened, explaining that he or she had been using an oral-b electric brush with the original brushes for years. The brush heads came from a package of 4, and the consumer stated that he or she had one left. The case outcome was unknown. No further information was provided. On 08-may-2016 received consumer follow-up: the consumer purchased 2 packets of the oral-b power oral care refills precision clean with 4 in each packet. The consumer had one new package that was still closed. She scratched the grey word oral, but nothing happened. The case outcome remained unknown. No further information was provided. On 10-may-2016 received consumer follow-up: the consumer expressed annoyance that the brushes could just get loose and shoot in one's mouth. The case outcome remained unknown. No further information provided.

Manufacturer narrative:
On 09-sep-2016 product investigation results: reporter returned one toothbrush head on 20-jul-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Lip got pinched [lip injury]. Cheek got pinched [mouth injury]. Brush suddenly became loose from the attachment piece while brushing, brush head started wiggling after a few weeks / took out a new brush and this one flew off / broken brush [device breakage]. Brush head started wiggling after a few weeks and lip/cheek got pinched in between [injury associated with device]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that months ago, the brush of the oral-b brushhead, version unknown suddenly came loose from the attachment piece while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer explained that he or she then took out a new one, which then started wiggling after a few weeks and his or her lip/cheek got pinched in between. Again, the consumer took out a new brush and that one flew off last week. The consumer stated that he or she did not brush too hard and this had also never happened, explaining that he or she had been using an oral-b electric brush with the original brushes for years. The brush heads came from a package of 4, and the consumer stated that he or she had one left. The case outcome was unknown. No further information was provided. On 08-may-2016 received consumer follow-up: the consumer purchased 2 packets of the oral-b power oral care refills precision clean with 4 in each packet. The consumer had one new package that was still closed. She scratched the grey word oral, but nothing happened. The case outcome remained unknown. No further information was provided. On 10-may-2016 received consumer follow-up: the consumer expressed annoyance that the brushes could just get loose and shoot in one's mouth. The case outcome remained unknown. No further information provided.